Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer was hospitalized due to hyperglycemia and diabetic ketoacidosis from the attorney of the family. The information received on (B)(6) 2021 stated the following reporter alleges in or about 2021 the customer began using insulin pump in (B)(6) 2021. The customer was using a insulin pump on the (B)(6) 2021. The insulin pump will not be returned for analysis.